Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke after 162,264 joules and 20 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber broke after 162,264 joules and 20 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. Visual examination of the fiber identified the metal cap and glass cap were detached/separated from the fiber and not returned. The fiber was tested with helium-neon (hene) laser fixture and it did not show any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The observed metal cap and glass cap detachment likely occurred due to elevated temperatures, near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.